Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they did not know what started the issue of the ins not charging fully, but the issue has been resolved. The ins just started charging fully again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported the recharger did not work. It would not advance to the charge sufficient screen. A charging session was started at the time of this report and the patient had 6-8 coupling bars. The last quartile of the battery was flashing, but it reportedly does not advance to the charge complete screen ever. It was noted the patient would follow up with their healthcare provider (hcp). No symptoms were reported. No further complications were reported.